Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form when fired. The surgeon applied another instrument. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.